Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd cable was cleaned and reseated to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: hcs madison - (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.